Event description:
A prowler select plus microcatheter and enterprise stent was navigated into the vertebral artery for placement of an enterprise stent in pca artery. The stent got stuck in the prowler microcatheter and the doctor could not advance or pull the stent back. The prowler select plus and enterprise stent were removed and used a new prowler select plus and enterprise stent with success.

Manufacturer narrative:
The complaint received states that during use an unknown prowler microcatheter was obstructed and an unknown enterprise was impeded. During a embolization procedure, a prowler select plus microcatheter and enterprise stent (both catalog and lot numbers were unknown) were navigated into the vertebral artery for placement of the enterprise stent in the (pca) posterior cerebral artery, but the stent got stuck in the prowler microcatheter's distal end and the doctor could not advance or pull the stent back. The prowler select plus and enterprise stent were removed together and a new prowler select plus and enterprise stent were used with success. The microcatheter was never at an acute angle, and a jailed technique was not used. There was friction in the system once the stent was approximately halfway up the catheter. The friction worsened the further the stent was advanced. During the procedure, a continuous heparinized saline was being infused through the prowler select plus microcatheter. The catheter was not reshaped, and no balloon remodeling was used. The vessel was a tortuous vessel, and the vessel distal to the aneurysm was 2.5-3 mm, and proximally to the aneurysm the vessel was 3.5mm. The aneurysm was a partially thrombosed aneurysm measuring approximately 3mm. Original aneurysm measured approximately 7mm, the neck of the aneurysm was poorly defined due to delayed filling of the aneurysm. It was approximately 2-3mm. The admitting diagnosis was a hunt-hess grade 4 sah. There was no report of injury for the patient. One non-sterile enterprise vrd and delivery was received coiled in a plastic bag, the bag also contained a microcatheter (involved in complaint), and the enterprise was inserted in the microcatheter. The microcatheter (prowler select plus) presented a flattened section at the distal end; no other anomalies were noted. (Note: introducer tube was not received). The enterprise could not be removed from microcatheter because the stent was stuck in the flattened section; it had to be cut in order to take out the enterprise. Coil tip and stent were observed under the microscope and no anomalies were found. Functional analysis was performed and no anomalies were noted during insertion/withdrawal process, the test was performed without stent, microcatheter and introducer tube were lab samples. Note: functional test could not be performed with the involved microcatheter due to damage found on distal end. DHR could not be performed due to lot number was not provided. The failure reported by the customer as 'delivery wire impeded-in microcatheter' was confirmed, the unit was stuck on the microcatheter, however this failure was provoked by the damage found on the distal end of microcatheter; the cause of the event experienced by the customer could not be conclusively determined, however the analysis indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. The complaints of obstructed and impeded were confirmed on analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed events. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00432 and 1058196-2011-00433.

Manufacturer narrative:
One non-sterile enterprise vrd and delivery was received coiled in a plastic bag, the bag also contained a microcatheter (involved in complaint), and the enterprise was inserted in the microcatheter. The microcatheter (prowler select plus) presented a flattened section at the distal end; no other anomalies were noted. The enterprise introducer tube was not received. The enterprise could not be removed from microcatheter because the stent was stuck in the flattened section; it had to be cut in order to take out the enterprise. Coil tip and stent were observed under the microscope and no anomalies were found. Functional analysis was performed, and no anomalies were noted during insertion/withdrawal process, the test was performed without stent, microcatheter and introducer tube were lab samples. Functional test could not be performed with the involved microcatheter due to damage found on distal end. DHR could not be performed due to lot number was not provided. The failure reported by the customer as 'delivery wire impeded-in microcatheter' was confirmed, the unit was stuck on the microcatheter, however this failure was provoked by the damage found on the distal end of microcatheter; the cause of the event experienced by the customer could not be conclusively determined, however the analysis indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00432 and 1058196-2011-00433. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a embolization procedure, a prowler select plus microcatheter and enterprise stent (both catalog and lot numbers were unknown) were navigated into the vertebral artery for placement of the enterprise stent in the (pca) posterior cerebral artery, but the stent got stuck in the prowler microcatheter distal end and the doctor could not advance or pull the stent back. The prowler select plus and enterprise stent were removed and used a new prowler select plus and enterprise stent with success. The microcatheter was never at an acute angle, and a jailed technique was not used. There was friction in the system once the stent was approximately halfway up the catheter. The friction worsened the further the stent was advanced. During the procedure, a continuous heparinized saline was being infused through the prowler select plus microcatheter. The catheter was not reshaped, and no balloon remodeling was used. The vessel was a tortuous vessel, and the vessel distal to the aneurysm was 2.5-3 mm, and proximally to the aneurysm the vessel was 3.5mm. The aneurysm was a partially thrombosed aneurysm measuring approximately 3mm. Original aneurysm measured approximately 7mm, the neck of the aneurysm was poorly defined due to delayed filling of the aneurysm. It was approximately 2-3mm. The admitting diagnosis was a hunt-hess grade 4 sah. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00432 and 1058196-2011-00433. The product was returned for evaluation and testing, but it has not been completed. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The catalog and lot number for the actual product used in the patient is unknown and will be available upon receipt of information. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00432 and 1058196-2011-00433. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.